Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Although the reported event was unable to be confirmed, operational problem is being used to capture the stretched and kinked distal tip of the guidewire and twisted working length (tip), damaged tip (split/torn), and peeled paint marker of the truetome. Investigation results of truetome: visual evaluation of the returned truetome found that the tip was twisted, the distal end was torn, and paint marker was peeled. Investigation results of the preloaded guidewire: visual evaluation of the returned guidewire found that it has distal end damage, which presents distal tip stretched and kinked. There is no evidence of detachment on the distal tip found out. Therefore, the reported event of distal tip detached is not confirmed. Based on the available information, the complaint is associated with a product that meets the specification but due to anatomical or procedural factors encountered during the procedure, performance was limited. Therefore the most probable root cause of the issues found is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, upon trying to find the access to the papilla using the preloaded guidewire of the truetome jag 44, it was noticed that tip of the guidewire was split. Reportedly, the hydrophilic tip of the jagwire guidewire was peeled (detached) exposing the tip of the metal corewire. There was no any other visible damage noted to the guidewire, including the tome. The procedure was completed with a second truetome jag 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a truetome¿ jag 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, upon trying to find the access to the papilla using the preloaded guidewire of the truetome¿ jag 44, it was noticed that tip of the guidewire was split. Reportedly, the hydrophilic tip of the jagwire guidewire was peeled (detached) exposing the tip of the metal corewire. There was no any other visible damage noted to the guidewire, including the tome. The procedure was completed with a second truetome¿ jag 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.